Event description:
Related manufacturer reference number: 2017865-2023-22148. Related manufacturer reference number: 2017865-2023-22151 , it was reported that the pacemaker, atrial lead and ventricular lead exhibited noise reversion episodes. The device was explanted and replaced. Both leads were capped and replaced on 15may2023. The patient was in stable condition post procedure.